Manufacturer narrative:
Complaint part is not expected to be returned for review/investigation. Device part number was given, and a thorough review of device records was conducted and concluded to be within specifications. Several attempts were made to get more information but was unsuccessful. Based on the limited information available, it has been determined that no corrective and/or preventative action is required. This complaint will be accounted for and monitored.

Event description:
It was reported that a patient underwent an hps fracture surgery and had a triceps avulsion post procedure.